Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor notified zoll that a patient had a skin irritation. The patient's nurse reported that the patient had a raw skin irritation on her shoulder from rubbing of the garment shoulder strap. During a follow up the patient reported that the irritation improved after medical staff issued a cream.